Manufacturer narrative:
(B)(4).

Event description:
It was reported high pacing threshold was observed. Peripheral physician unable to perform venoplasty. The device was set to pace from lv only. The lead could not be replaced. The patient condition is stable.